Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure performed on (B)(6), 2011.according to the complainant, during the procedure the snare failed to cauterize. The procedure was completed with another captivator polypectomy snare and the same procedure set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual inspection of the returned device found no issues. Extension and contraction of the loop were within specification, and the device met the resistance specification (device read at 13.70 ohms). The condition of the returned device is not consistent with the complaint that the snare failed to cauterize; the complaint was not confirmed. The returned device presented neither the reported failure nor any other defect that could cause the reported failure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the snare failed to cauterize. The procedure was completed with another captivator polypectomy snare and the same procedure set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.